Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected; needle holes in the needle chamber were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842 with lot cppbr1, conformed to the specifications when released to stock on the 27th march 2014. No root cause could be determined as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a patient with snph. Doi and the initial setting pressure are unknown. Since valve occlusion was suspected through contrast radiography on (B)(6) 2015, the device was replaced with another product (miethke) on (B)(6) 2015. According to the surgeon, adhesion of the abdominal catheter was confirmed during the revision and this may be a possible cause of the dysfunction rather than valve occlusion. The patient's condition is good after surgery.